Event description:
It was reported that the patient was evaluated for diaphragmatic stimulation. A chest x-ray showed the right atrial (ra) lead had dislodged into the superior vena cava. The ra lead was unable to capture at maximum outputs. The ra lead was replaced. It was noted that the patient is part of the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).